Event description:
The hcp reported that during the first refill after implant, the pump valve was activated and the pump was blocked after only 15 ml had been injected into the pump's reservoir. The hcp left the 15 ml of drug in the pump and programmed it accordingly. The pt presented to the hospital in severe pain, the hcp found 13 ml of morphine in the reservoir, while he expected "much less". The hcp performed a study and the rotor appeared to be "blocked". The hcp explanted and replaced the patient's pump suspecting a pump rotor stall. The pt is reportedly doing "fine" with their new pump.

Manufacturer narrative:
.